Manufacturer narrative:
(B)(4). Baxter medical assessment: there is clinical evidence resulting from post-marketing surveillance and the literature that not removing excess floseal leads, in isolated cases, to undesired effects/adverse events. Cases of increased postsurgical adhesion formation (in ent surgery defined as synechia) in the areas where floseal has been applied and not irrigated during first surgery have been notified in isolated cases to baxter. Similar findings were also reported in ent procedures (see references 1-7). Reports were seen in both floseal prepared with bovine and human thrombin. Also from the literature and the peer-to-peer interaction with ent surgeons we know that synechiae may only occur in the absence of irrigation of excess product (material not reacted with the clot). This application detail is explicitly described as mandatory in the floseal IFU. This justifies the suspicion of a user error. This report refers to an indefinite, but considerable number of cases (has used floseal for years and has noticed this every time he used the product) from the same ent surgeon. Because individual cases are not identified there are no clinical details to evaluate a causal relationship. Since a detailed investigation and follow up of each individual case is not feasible, in a very conservative post marketing surveillance approach we categorize this report as possibly related to the incorrect application of floseal (potential repetitive user error). Follow-up with the surgeon to identify details of his application technique and postoperative nasal irrigation with follow-up retraining of appropriate application is recommended. References: 1. Antisdel, j. L., et al. (2008). Hemostatic agent microporous polysaccharide hemospheres (mph) does not affect healing or intact sinus mucosa. Laryngoscope. 2. Chandra, r. K., et al. (2003). The effect of floseal on mucosal healing after endoscopic sinus surgery: a comparison with thrombin-soaked gelatin foam. Am j rhinol, 17(1), 51-55. 3. Chandra, r. K., et al. (2005). Long-term effects of floseal packing after endoscopic sinus surgery. Am j rhinol, 19(3), 240-243. 4. Gall, r. M., et al. (2002). Control of bleeding in endoscopic sinus surgery: use of a novel gelatin-based hemostatic agent. J otolaryngol, 31(5), 271-274. 5. Jameson, m., et al. (2006). Floseal use in endoscopic sinus surgery: effect on postoperative bleeding and synechiae formation. Am j otolaryngol, 27(2), 86-90. 6. Maccabee, m. S., et al. (2003). Effects of topically applied biomaterials on paranasal sinus mucosal healing. Am j rhinol, 17(4), 203-207. 7. Shrime, m. G., et al. (2007). Synechia formation after endoscopic sinus surgery and middle turbinate medialization with and without floseal. Am j rhinol, 21(2), 174-179. A follow-up report will be submitted upon discussion with the reporting surgeon which will include the review of the instructions-for use.

Event description:
It was reported to baxter that during fess (functional endoscopic sinus surgery) or endoscopic sinus procedures, the doctor is noticing scar tissue building up in which floseal was used. He stated, he has used floseal for years and has noticed this every time but now is reporting it to the baxter's sales rep. The doctor has stopped using floseal the last couple of weeks (4-6 weeks) for nose procedures however, he is still using the product on nasal procedures.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. Sample evaluation and batch review could not be performed as sample and lot number is not available. The manufacturing facility stated that in a very conservative post-marketing surveillance approach they categorize this report as possibly related to the incorrect application of floseal. Several attempts were made to obtain additional case information from the customer. Customer stated they no longer use floseal in the endoscopic sinus surgery procedures and does not wish to discuss it any further. As the customer has requested no further discussion, no customer closure letter is required for this case. The complaint will be kept on record for trending purposes.